Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assembly, dim u4 on display board, left and right iui and membrane frame. Based on the findings, service determined that the probable root cause of the reported issue was due to the maintenance issue of the contaminated iui. A review of the device history record showed the device had a manufacture date of 16nov2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken or damaged. It has a cracked bezel. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. It has a cracked bezel. No additional information was provided. There was no patient involvement.